Manufacturer narrative:
Customer contacted haemonetics (B)(6), 2010 reporting blood within orthopat machine. No injury or reaction was reported. Eval of the returned device confirmed a blood spill within the machine. Issue caused damage to the power supply and various other components. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4).

Event description:
Customer contacted haemonetics (B)(6), 2010 reporting blood within their orthopat machine. No injury or reaction was reported.